Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter had blood leaking from "a hole in the tubing". No medical intervention/injury.